Event description:
It was reported that the customer had been having high blood glucose, and wanted to make sure his pump was working correctly. His blood glucose was 180mg/dl at the time of reporting. After troubleshooting, it was determined that the customer needed a replacement battery cap. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.